Event description:
It was reported that at the end of a da vinci single site gall bladder procedure, the surgical staff noticed that the port was torn only until the removal of the port. The camera was below the port which made this particular case a little more difficult. The procedure was completed as normal. There was no tissue damage. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the single-site port involved with this complaint and completed investigations. Failure analysis investigations confirmed the customer's reported complaint. The single site port is made of silicone and has 5 ports on top and corresponding 5 ports at the bottom. Out of these 2 ports are labeled 1 and 2 in a circle to guide the user to insert the curved cannula arm 1 or cannula arm 2 accordingly. The silicone port was torn near the arm 1 port and around the rim, at the bottom. There was also an instrument 'drag' mark along the side of the port, which ends in a puncture into the silicone pointing to contact with a sharp instrument or object. There may have been material missing. No other damages were found on the single-site port.

Manufacturer narrative:
The single site port was returned to intuitive surgical, inc. (Isi) on 04/07/2014 for evaluation. However, at this time the evaluation of the single site port has not been completed; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted post-failure analysis evaluation. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.